Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they needed assistance with their insulin pump and meter connection and an unexpected restart pump error was found in history. Customer was assisted with pump error troubleshooting. The customer's blood glucose was unknown at the time of the incident. Customer stated that the was neither stored nor without battery for more than eight hours. The customer also stated that the alarm occurred immediately after battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.